Event description:
The facility's pharmacist reported a pt death occurred. A syndeo pca infusion pump was being used on the pt at the time of death. In september 2004, the pt was transferred from the operating room to the post anesthesia critical unit (pacu) for recovery where a morphine infusion was started using a syndeo pump. Approx one hour later, the pt was transferred to the general medical/surgical unit where four sets of the pt's vital signs were obtained every fifteen minutes, as per the post operating monitoring requirements. The pt had a chest tube in and remained on oxygen by a face mask with saturation legels of 96-98%. The pt was reported to be "a little tachycardic". At 20:00 there was ashift change and the clinician recorded the chest tube was fine, oxygen saturation was normal and the pca was managing pain well. At midnight, the pt received a 30.0mg dose of tordol and a 3.375g dose of zosyn intravenously. The clinician was present for the tordol and zosyn administration and reported the pt was sleeping with a good color and respiration. When the phlebotomist came to draw blood, the pt was reported to be awake and talkative. Approx forty-five minutes later, the respiratory therapist found the pt not responding and the code was called. The resuscitation was unsuccessful and the pt expired at 03:45 the next day. The pump was removed from the pt at approx 04: 12 (as recorded by an upstream occlusion noted in the event history.